Manufacturer narrative:
The following elements have blank data. Device catalog (ref) #: for type of device: suture, nonabsorbable, silk. Unique device identifier (UDI): for type of device: suture, nonabsorbable, silk.

Event description:
While performing duodenal switch, surgeon experienced suture failure on three sutures from the same box/lot. Another box from a different lot was obtained and used to complete procedure with no further issues.

Event description:
While performing duodenal switch, surgeon experienced suture failure on three sutures from the same box/lot. Another box from a different lot was obtained and used to complete procedure with no further issues.